Manufacturer narrative:
(B)(4). Concomitant medical devices: cat#010000663 g7 pps ltd acet shell 52e lot#6142979; cat#51-104100 tprlc 133 t1 pps ho 10x140mm lot#3195404; unk biolox head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing pain, difficulty walking and difficulty sleeping 3 years post implantation. Patient stated she thinks she may be allergic to the titanium and is having testing done. Attempts to obtain additional information have been made; however, no more is available at this time.